Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that communication issues occurred between the right tracker on the imaging system and the navigation system. A replacement tracker was shipped to the representative and the replacement was performed on (B)(4) 2017. The represent the imaging system then passed the system checkout and was found to be fully functional. The suspect tracker has been returned to the manufacturer for analysis. However, the testing is incomplete and findings are not available at this time.

Event description:
A medtronic representative reported that, while outside of a procedure, the right side tracking on the imaging system was having intermittent communication issues with the navigation system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the tracker was completed by medtronic personnel. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.